Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to migration. Reprogramming was unsuccessful. The patients ipg was explanted and will not be returned. The patient was dong well postoperatively.